Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's uncle reported via phone call that insulin was squirting out of their niece's insulin pump during the fill tubing process. Customer's blood glucose levels was 12.9 mmol/l. Customer stated that the insulin pump is stuck and will not go past the fill tubing process. Troubleshooting for prime rewind was performed. The customer was advised to change out the entire infusion set. The customer advised the drive support cap was loose when removing reservoir from the blue transfer guard. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.